Event description:
The customer reported a balloon in the pumping segment which prevented the levophed from infusing. The pump, module, and tubing were sent to the facility's biomed department for investigation. As a result, there was a delay in restarting the levophed. The nurse recognized the tubing issue, and re-spiked a new bag of medication for the patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the pumping segment was confirmed. Visual inspection of the set showed that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional and pressure testing resulted in fluid flowing freely through the tubing; no bulge/balloon was observed in the silicone segment when the device door was opened after a test infusion was completed. The root cause of the balloon/bulge in the silicone segment was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a balloon in the pumping segment which prevented the levophed from infusing. The pump, module, and tubing were sent to the facility's biomed department for investigation. As a result, there was a delay in restarting the levophed. The nurse recognized the tubing issue, and re-spiked a new bag of medication for the patient. There was no patient harm.